Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The device passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 86 mg/dl. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.